Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay nbs thoracic stent-graft with plus delivery system. The relay nbs plus device is not marketed in the us, however it is similar to the relay plus thoracic stent graft system approved for sale in the us (p110038). The event occurred in thailand. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The plan: - tevar in zone 4, about t5 to t10 level, the proximal is at 35mm length from lsa origin to cover saccular thoracic aortic aneurysm with relay nbs plus thoracic stent graft (28-n2-30-164-26-2290s), lot: b220825030. On procedure: - advanced inner sheath into proximal landing zone with controller in position 1. - make an angiogram to confirm position, then rotate the controller to position 2. - during deployment by fix black stationary grip and retract gray deployment grip, the physician seen delivery system moving down and back to outer sheath. So, the physician needed to adjust position again. - the physician re-position by changing the controller back to position 1, then adjust position back to the proximal marking and move the controller setting back to position 2. - after that, the physician continued to deploy by retracting the deployment grip, but this step deployment did not function, inner sheath was not deployed. - the physician re-position 1 and 2 again and again to make sure that controller complete into position 2. But still cannot deploy stent graft in position 2. - then the physician reseated the inner sheath back into outer sheath as much as possible and took out the whole delivery system from patient following to regional clinical service manager, recommendation. Patient outcome - unknown

Event description:
The plan: tevar in zone 4, about t5 to t10 level, the proximal is at 35mm length from lsa origin to cover saccular thoracic aortic aneurysm with relay nbs plus thoracic stent graft (28-n2-30-164-26-2290s), lot: b220825030. On procedure: advanced inner sheath into proximal landing zone with controller in position 1. Make an angiogram to confirm position, then rotate the controller to position 2. During deployment by fix black stationary grip and retract gray deployment grip, the physician seen delivery system moving down and back to outer sheath. So, the physician needed to adjust position again. The physician re-position by changing the controller back to position 1, then adjust position back to the proximal marking and move the controller setting back to position 2. After that, the physician continued to deploy by retracting the deployment grip, but this step deployment did not function, inner sheath was not deployed. The physician re-position 1 and 2 again and again to make sure that controller complete into position 2. But still cannot deploy stent graft in position 2. Then the physician reseated the inner sheath back into outer sheath as much as possible and took out the whole delivery system from patient following to regional clinical service manager, recommendation. Patient outcome: unknown.

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay nbs thoracic stent-graft with plus delivery system. The relay nbs plus device is not marketed in the us, however it is similar to the relay plus thoracic stent graft system approved for sale in the us (p110038). The event occurred in thailand.